Manufacturer narrative:
Initial MDR 2517506-2020-00371 was filed (B)(6) 2020. New information (B)(6) 2021: siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. Hsc noted that instrument data was consistent with an atypical sample aspiration. No product non-conformance with the assay or the instrument was identified. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted a siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ with lm system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ with lm system. The discordant result was not reported. The sample was reprocessed on the same instrument, and a higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.